Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation. The device was returned with the cannula cap detached from the cannula tabs. No abnormalities were noted on internal device components. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and absorbable straps were used to fixate mesh. During the procedure, a strap fell off into the patient. It was retrieved and the procedure was completed with another like device. There was no patient consequence. Upon evaluation, the white cap was found detached from the device. No additional information was provided.